Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on 08/31/2016 that the implantable neurostimulator (ins) was also explanted due to they could not keep the ins buried underneath the skin. The ins kept moving and could not stay underneath the skin. At ins explant the patient thought part of the leads were explanted too. The patient has other health issues not related to the device which she needs an MRI for; everything would have to be fully explanted before the patient can have an MRI. The indication for use included cervical/neck.

Event description:
It was reported that the patients system was causing her pain. This started six months prior. Body movement caused the stimulation to shift and she wasn¿t getting adequate coverage. There was no known accident or incident related to the complaint. The patient location was at home and the patient status was unknown. There was a painful sensation from the upper thoracic region, where the lead was attached to the extension, along the track of the extensions, into where the generator was. There was a painful sensation present regardless of whether or not the stimulation was on or off. The patient had gained considerable weight and was complaining of movement of the battery in the pocket; however, the healthcare provider (hcp) did not think this was significant. There was no indication of an open system; impedances were all within normal limits. The battery had plenty of life remaining, no shocking sensation. The painful sensation was present regardless of what the patient was doing; nothing seemed to make it more or less comfortable. The patient¿s skin around the incision sites was well healed. It was not red or inflamed and no appearance of infection. The hcp gave the patient some neuropathic medications to try and the patient was encouraged to turn the stimulator off, as they left it on constantly. The hcp instructed the patient that if this didn¿t get better they may have had to remove the spinal cord stimulator (scs). There was nothing to explain the painful sensation. The patient didn¿t want the scs removed. Additional information received reported that the ins was removed 8 years prior and the patient indicated that the battery had moved a couple of times because the patient was too active. The patient had the implant moved a couple of times because it was causing her discomfort. The patient had the implant removed sometime after june 2009 but couldn¿t remember when it was removed. The lead wire was left in her neck. The patient had a history of bone cancer and had knee issues at the time of the report and wanted to get an MRI scan at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0427660v, implanted: (B)(6) 2006, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).